Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of high results. Customer states he feels well and requires no medical attention. The customer's expected blood results are 90-110mg/dl fasting. Verified the strips expire 12/31/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer declined to perform a blood test. Customer's concern: 200mg/dl. Meter would not turn activate with "s" button, customer was unable to access the meter memory. Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states he feels well and requires no medical attention. The customer's expected blood results are 90-110mg/dl fasting. Verified the strips expire 12/31/2017. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Customer declined to perform a blood test. Customer's concern: 200mg/dl. Meter would not turn activate with "s" button, customer was unable to access the meter memory. Adverse event not reported.